Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 6 atm for 30 seconds three times but ruptured upon fourth inflation at 6atm. The device was removed without any problem and a pinhole was also noted. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 7mm distal of the proximal markerband and extending approximately 4mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 6 atm for 30 seconds three times but ruptured upon fourth inflation at 6atm. The device was removed without any problem and a pinhole was also noted. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.